Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.

Manufacturer narrative:
An in-house testing was performed with an in-house contour ts meter and in-house contour ts test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter so, personal information was not entered. No information was captured as the customer's weight was not provided. The device model # was not provided.

Event description:
The customer from mexico called to report that one of his blood glucose readings was not stored in the memory of the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.